Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were made. The patient left in their present baseline state of general health.